Event description:
It was reported by the patient's family that the patient had a fractured lead. Records indicate that the pace/sense portion of the lead was capped and a new pace/sense lead implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family that the patient had a fractured lead. Records indicate that the pace/sense portion of the lead was capped and a new pace/sense lead implanted. It was further reported that the patient's lead integrity alert had triggered due to high impedance and oversensing along with no right ventricular capture. No patient complications were reported as a result of this event.